Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced. The balloon was inflated however it ruptured at 8 atmospheres on the second inflation due to severe calcification. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination revealed a 14.5mm longitudinal tear at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced. The balloon was inflated however it ruptured at 8 atmospheres on the second inflation due to severe calcification. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and patient's status was good.